Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same fingerstick. Rptr's results were 70 and 140 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. The report noted that the meter had never been cleaned. On follow up the rptr described correct testing technique, and now cleans the meter on a regular basis. No harm was alleged.